Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported as lens malfunctioned and was wasted/not used. Additional information has been requested and received stating that the iol was malformed with one haptic clearly larger than the other. It was never implanted into the eye because it was grossly asymmetrical. Additional information requested and received stating that sample was not available.